Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection three months after the implant of an implantable pulse generator (ipg) with an antibacterial absorbable envelope. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.